Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a significant increase in capture threshold was noted on the left ventricular channel. Diagnostic imaging confirmed that the lead was dislodged. The lead was explanted and replaced and the patient was in stable condition.